Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The device was part of a recall action (service bulletin number (B)(4)) to change the board. The inspection also found the color ring was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, during reprocessing, when the evis lucera ultrasonic bronchofibervideoscope was connected to the and the evis lucera elite video system center, the endoscopic image was skewed (image position was not at the center), the image reflection was strong. The issue corresponded with the recall notice of the device. The procedure was not delayed more than fifteen (15) minutes. The intended procedure was completed with a similar device. No patient harm reported. During the evaluation of the device, it was noted the screen displayed white in the upper-half and black in the bottom-half. No image was displayed due to a faulty charge-coupled device. This report is to capture the reportable malfunction of the no image was displayed due to a faulty charge-coupled device noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to severe image reflection occurrence from the failure of the ID board - however, a further cause of this failure could not be determined. Olympus will continue to monitor field performance for this device.